Event description:
The pro-kinetic energy stent was successfully implanted in the proximal lad. Afterwards the balloon of the stent system was used for post-dilatation and ruptured at 15 atm.

Manufacturer narrative:
The technical investigation of the returned pro-kinetic energy revealed that the balloon has burst longitudinally over a length of about 18mm. Furthermore the microscopic analysis showed scratches in the balloon surface at several locations. Review of the production documentation confirmed that the instrument was manufactured according to the specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The reported event is most likely related to the patients anatomy. It should be noted that according to the instructions for use (IFU) narrow, calcified and tortuous lesions or other lesions that could impede the delivery of the stent must be pre-dilated with an appropriately sized angioplasty balloon or pre-treated with another method before using the pro-kinetic energy coronary stent system.